Event description:
It was reported that the insulin pump was dropped during the reservoir change, and it happened two weeks ago. The customer stated that the back side of the insulin pump came out. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, cracked end cap and missing address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.